Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after receiving vibratory patient notification alert, noise oversensing and low lead impedance on atrial lead was observed. Insulation abrasion was noted on the lead. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Partial lead was returned in two pieces. The reported events of noise, oversensing, low lead impedance and insulation abrasion were confirmed. Clavicle crush damaging the inner and outer insulations and fracturing all five filars of the outer coil found at 1.0 cm from distal cut end. The cause of the reported electrical anomalies, insulation damage and fracture of the outer coil is consistent with clavicular crush.